Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an unknown navitor was chosen for implantation, utilizing a large flexnav delivery system (ds). The patient presented with severe aortic stenosis, nyha iii, arterial hypertension, dyslipidemia, and diabetes mellitus. While attempting to introduce the ds into the femoral artery, difficulties passing was encountered, and there was inability to access the femoral artery with the system. It was noted that during loading, there was no issue retracting the valve into the delivery system, there were no issues leading the retainer tabs into the retainer receptacle, and there was no increase in drag noted on the deployment/resheath wheel. The ds was removed from the patient. While outside the patient, the ds was observed to be slightly recessed within the system capsule, which appeared to be open, and tear at the tip was observed. A new large flexnav system was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. The patient was reported to be discharged.

Manufacturer narrative:
An event of difficulty advancing the delivery system through femoral access, material split, cut or torn and material deformation was reported. Information from the field indicated that while attempting to advance the ds through femoral access, difficulties passing was encountered, and there was inability to access the femoral artery with the system. Therefore, the ds was removed from the patient and found it tip of ds damaged. Patient had a medical history of aortic stenosis, nyha iii, arterial hypertension, dyslipidemia, and diabetes mellitus. A return device assessment could not be performed as the delivery system was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the root cause of the reported difficulty advancing the delivery system, could not be conclusively determined. The cause of the reported material split, cut or torn, and material deformation could be due to difficulty advancing the delivery system through challenging anatomy; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.